Manufacturer narrative:
Olympus medical systems corp. (Omsc) received additional information below. The reported phenomenon occurred during the inspection before the procedure, not during the procedure. The user completed the procedure. There was no report of patient¿s injury regarding this event. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject ch-s190-xz-e, because the user has not returned the subject ch-s190-xz-e to omsc. Omsc asked for the user to provide with more detail information regarding the reported come-off the coupler of the subject ch-s190-xz-e, but the user has not responded. The root cause of this event could not be conclusively determined, because omsc could not investigate the subject ch-s190-xz-e and not receive detail information regarding the reported phenomenon. However, omsc surmised that the reported phenomenon was caused by the excessive stress to the coupler part of the subject ch-s190-xz-e, in theory. And omsc surmised that there were possibilities that the cause of the excessive stress to the coupler part was followings. Any kind of shock was applied by dropping, etc. The force was applied to the coupler part due to excessive bending under connecting the subject ch-s190-xz-e to a rigid endoscope. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) confirmed the device history record of the subject ch-s190-xz-e, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ch-s190-xz-e was not returned to olympus medical systems corp. (Omsc). And the subject ch-s190-xz-e will not be returned to omsc from the user. The user will not return the subject. The following things were confirmed by the local engineer. -the coupler of the subject ch-s190-xz-e was separated from the ccd unit. -there was no damage with the ccd unit and the coupler of the subject ch-s190-xz-e. -there was no abnormality with the evidence of adhesive. -the camerahead works fine. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The followings were reported to olympus medical systems corp. (Omsc). Regarding this event, omsc has not received information which was related to the patient¿s injury and replacement of the devices. During an unspecified procedure, the coupler of the subject ch-s190-xz-e was separated from the ccd unit. A local engineer visited the user facility and evaluated the subject ch-s190-xz-e. As a result, the following things were confirmed. -the coupler of the subject ch-s190-xz-e was separated from the ccd unit. -there was no damage with the ccd unit and the coupler of the subject ch-s190-xz-e. -there was no abnormality with the evidence of adhesive. -the camerahead works fine.